Event description:
Boston scientific received information that the right ventricular (rv) lead triggered the lead safety switch feature due to an unknown out of range pacing impedance measurement. Upon interrogation stored episodes of noise were also seen, some of which were sensed. It was noted that the stored episodes of noise correlated with when the patient was using a scanner at their work. During the in office visit the noise was able to be reproduced with isometrics. One week later the patient underwent surgical intervention where the rv lead was surgically abandoned and the pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.